Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (MR) for a Mitraclip procedure. During the procedure, guide was introduced into the patient, and it was observed that there was more than normal bleeding. Transeptal access was achieved and dilator and the wire was removed. During aspiration of the guide, stabilizer was accidently pulled back and transeptal access was lost. Due to the bleeding physician decided to remove the guide and discontinue the procedure. Physician was able to stop the bleeding with pressure, and the site was closed with suture. The final MR was grade XX. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
THE DEVICE WILL NOT BE RETURNED FOR EVALUATION, THE DEVICE WAS REPORTEDLY DISCARDED. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 4 FUNCTIONAL MITRAL REGURGITATION (MR) FOR A MITRACLIP PROCEDURE. DURING THE PROCEDURE, GUIDE WAS INTRODUCED INTO THE PATIENT, AND IT WAS OBSERVED THAT THERE WAS MORE THAN NORMAL BLEEDING. TRANSEPTAL ACCESS WAS ACHIEVED AND DILATOR AND THE WIRE WAS REMOVED. DURING ASPIRATION OF THE GUIDE, STABILIZER WAS ACCIDENTLY PULLED BACK AND TRANSEPTAL ACCESS WAS LOST. DUE TO THE BLEEDING PHYSICIAN DECIDED TO REMOVE THE GUIDE AND DISCONTINUE THE PROCEDURE. PHYSICIAN WAS ABLE TO STOP THE BLEEDING WITH PRESSURE, AND THE SITE WAS CLOSED WITH SUTURE. THE FINAL MR WAS GRADE XX. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported hemorrhage was unable to be determined. The reported patient effect of hemorrhage, as listed in the MitraClip System Instructions for Use, is a known possible complication associated with MitraClip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.